Manufacturer narrative:
A maquet field service tech investigated the unit and found the 3-way valve motor to be faulty. The tech replaced the 3-way valve and carried out testing of the unit and actual temperatures.

Event description:
Description from the customer: "hcu was in use heating patient when set temperature dropped form 37 degrees celsius to 9-10 degrees celsius. Customer tried to restart the hcu. After restarting the set temperature would no longer maintain a steady temperature. The actual temperature was varying about +/- 8 degrees celsius". (B)(4).